Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and the device was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.